Manufacturer narrative:
(B)(4). Date sent: 6/22/2017. Batch # unk. As a lot/batch was not provided for the device, a device history could not be performed. The device history records were reviewed for the reload and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: the case was straight forward and the anastomosis was done under my supervision. This has been my standard anastomosis for many years. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? Was the tlc75 used for both the creation of the common channel and the closure of the anastomosis or was there a different suture or stapling technique utilized? Was the site of the leak identified? How was the leak identified? How long after original procedure was the leak identified? How was the leak addressed? Were there any vascularity or ischemic issues noted during reoperation? What is the current patient status? A rapid response team call has been offered to the surgeon.

Event description:
It was reported that post-op an anastomosis on small bowel procedure, there was a failure in the middle of the staple line; close to where the second staple lines intersect. The patient was admitted to intensive care. One device and reload were disposed of.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Information not known. What color cartridge was used? Blue. Was the tlc75 used for both the creation of the common channel and the closure of the anastomosis or was there a different suture or stapling technique utilized? Used for both. Was the site of the leak identified? Yes. How was the leak identified? Visually ¿ there was a small opening as described by the surgeon¿s previous comments ¿ not where the staple lines intersected. How long after original procedure was the leak identified? 2-3 days. How was the leak addressed? Surgeon had to redo the anastomosis. Were there any vascularity or ischemic issues noted during reoperation? No. What is the current patient status? Out of hospital.